Event description:
It was reported that the lead was compromised during generator replacement surgery. It is unknown if the lead was damaged prior to generator replacement or as a result of the surgery. The lead was also replaced. No additional relevant information has been received to date.